Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) could not be switched to magnetic resonance imaging (MRI) mode. A review of the ipg database logs revealed no abnormalities in ipg function. The patient underwent a revision procedure in which the ipg was explanted and replaced with a new ipg. The postoperative condition of the patient was normal, with no complaints of adverse health effects.

Manufacturer narrative:
Sc-1232, serial (B)(6): the allegation of error codes displayed on the remote control was not confirmed. The ipg passed visual inspection and was able to be fully recharged in one four-hour charge cycle. It was able to link to a known good rc and impedance measurements were within the expected range when connected to a known good load board. The load board was disconnected, and the ipg was set into MRI mode despite a warning message that displayed impedance(s) out of range without any anomalies. The leads were then re-inserted and the ipg was set into MRI mode without any messages being displayed. The ipg was also able to pass all the tests from the functional test including the impedance test and electrode isolation. However, the associated lead from mfg report 3006630150-2025-09689 was confirmed to have fractured cables and failed the impedance test. The damaged lead likely caused the error message to appear when attempting to enter MRI mode.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) could not be switched to magnetic resonance imaging (MRI) mode. A review of the ipg database logs revealed no abnormalities in ipg function. The patient underwent a revision procedure in which the ipg was explanted and replaced with a new ipg. The postoperative condition of the patient was normal, with no complaints of adverse health effects.